Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 331 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with operating currents within specification and no unexpected battery alarms were noted. The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.